Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the patient had oxytocin infusing at 8mu/min a few hours later, the pump was found to be at 2mu/min and all staff report that they did not make any changes to the pump and the patient denied that she or her visitor changed the pump. The concern is that if nobody changed the pump setting that this was an equipment error or malfunction. The pump was removed from service and tagged for biomed." An incomplete date of event of (B)(6) 2019 was provided.